Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead and the right trial (ra) leads exhibited high capture thresholds. Both rv and ra leads were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.